Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 370 mg/dl for about an hour while using the ilet system; the user performed an infusion set and supply change after which glucose began to decline, and later follow-up showed a glucose of 260 mg/dl with no discernable issues noted at the prior infusion site and no known scar tissue, with the elevation occurring after a usual dinner. Symptoms included high glucose. Outcomes included self-resolution with troubleshooting and education, without hospitalization. Investigation included user interview and troubleshooting review. Investigation of this case revealed no confirmed device or component malfunction and no site-related issues identified, and the exact cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.